Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer;s blood glucose (bg) levels were low at 70 mg/dl. Customer's contact mentioned that the customer is a new diabetic and is still figuring out which basal settings. Elevated bgs were treated by drinking a glass of milk.

Manufacturer narrative:
Functional testing of the device could not be performed due to usb port pin damage.